Manufacturer narrative:
Logs showed the pump was delivering gablofen 2000.0 mcg/ml. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that ¿pump malfunction prior to expiration date¿ occurred. The pump was returned to the device manufacturer.

Manufacturer narrative:
It was found that the pump exterior had impact dents which did affect post-explant performance. If information is provided in the future, a supplemental report will be issued.

Event description:
Per the hcp the "pump was alarming at some point." Medtronic was never notified prior to explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the pump and catheter were completely explanted on (B)(6) 2017 per the patient¿s family¿s request. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. It was indicated that the catheter would not be returned as it was discarded but the pump would be returned by the manufacturer's representative. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.